Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to experience communication issues between her ipg and charging system after undergoing an unrelated surgical procedure. A replacement charging system was sent to the patient but did not provide resolution. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.